Event description:
The customer was hospitalized for high bgs. The customer attempted additional primes and failed to deliver any insulin. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Advised the customer to disconnect and discontinue the pump use. Suggested the customer to take manual injections per md protocol. A replacement pump was requested.